Event description:
It was reported the patient's blood glucose levels rose above 13.9 mmol/l (>250 mg/dl). The pod was reportedly leaking and adhesive was not sticking well while worn on the leg for between 25 and 36 hours. The pod was removed and a new pod was successfully applied.

Manufacturer narrative:
A tear in the exposed portion of the cannula resulted in fluid leaking from the fluid path. It could not be determined how or when this damage occurred or if it contributed to the reported event. Inspection of the adhesive pad and adhesive welds found no damages or defects that would cause a failure to adhere. The cause of the reported adhesive failure could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.